Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The medical records were reviewed and there was no allegation against any fresenius products. The peritonitis was secondary to the dental extraction. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Review of medical records revealed a peritoneal dialysis patient had a dental extraction (B)(6) and several days later developed abdominal pain, hypotension, fevers, chills, fatigue and weakness. His dialysate effluent became cloudy and he was admitted for secondary alpha hemolytic streptococcus peritonitis. He was treated with initially with intra-venous meropenem, vancomycin and intr-peritoneal (ip) gentamicin and vancomycin. After the positive culture he was tapered to ip vancomycin for 14 days. The patient had a good clinical response to the antibiotics.